Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Used it and the string was gone-vagina [foreign body in reproductive tract]. (Painful) removal of tampon from vagina [complication of device removal]. Painful removal of tampon from vagina [vulvovaginal pain]. Used it and the string was gone-tampon [device breakage]. Case description: consumer reported via phone that after she used the tampon she was unable to find the string. No serious injury was reported.